Event description:
The hospital reported that the hst iii system (3.8mm) a coronary artery bypass procedure did not load properly. No injury was reported.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure the hst iii system (3.8mm) a coronary artery bypass procedure did not load properly. The seal fail to load during step 3-4. The white plunger pressed. The blue slide lock was not engaged. A new device was used to complete the procedure. No injury was reported.

Manufacturer narrative:
Trackwise#: (B)(4) updated sections: b3, b4, b5, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on 12/13/2022. An investigation was conducted on 01/02/2023. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the loading device. The delivery device was returned inside the loading device with the white plunger not depressed and the blue safety lock on, which prevents the white plunger from being depressed. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly was removed from the loading device with no visual or physical difficulties. The seal was observed to be unraveled at the outer rung of the seal. Slight blood was observed on the end of the seal rung. No other visual defects were observed. Measurements were taken of the delivery device; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.224 inches ((B)(6)). The length of the delivery tube was measured at 2.48 inches ((B)(6)). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed and the analyzed failure "unraveled material" was confirmed. The lot # 3000272194 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.